Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Removed code a0415 (scratched material).

Event description:
1. The der is marked yes for pieces being retrieved from patient. Please verify if this was marked by mistake or were there any pieces broken off from the instrument? If yes, did it break into 2 or more pieces? 2. Please clarify which of the femoral impactor got cracked or got scuffed. 3. Was the entire pin got removed from the cutting block? Please confirm. Response: 1. It was marked by mistake. The piece did not break into two or more pieces 2. The first one on the list was cracked 3. The entire pin was removed. It was removed and was slightly bent.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Inspection of the actual device confirmed the reported event, device is cracked and worn out. Plus the device shows scratches and dent marks. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using the distal femoral cutting block, the pin got caught in the pin hole and would not come out. After removing the pin, it seemed that the hole may have a burr in it which is catching the pin. I would guess that the block has been used in over 200 surgeries. Also, the scrub noticed that two of the femoral impactors were showing signs of wear. One has a crack at the point where the handle attaches. The other is scuffed on the end that impacts the femur. I¿m sure that both impactors have been used in 50 plus surgeries.